Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited a capture anomaly due to dislodgement (twiddler syndrome). The lead was capped and replaced on (B)(6) 2016 successfully. No additional information was available.